Event description:
It was reported that patient presented to the emergency room after experiencing syncope. Upon device testing an unspecified malfunction was observed. Programming changes were made and patient no longer experienced syncope episodes. No further information available.